Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent capture at 5v @ 2 ms. Right atrial auto-threshold (raat) trend showed threshold measurements in 0.5 v to 0.6 v range, with some measurements in the 1.7 v to 2.2 v range as well. Review of remote monitoring data showed raat was suspended or there were measurements larger than the programmed amplitude. Ra output was programmed to maximum output with plans to discuss next steps with the physician. This ra lead remains in service. No adverse patient effects were reported.